Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe pain"), genital haemorrhage ("large blood clots") and arterial rupture ("ruptured artery") in a female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti, depression and heart murmur. The patient was consulted surgical management with endometrial ablation and she declined. Mirena and lysteda and ocp¿s were also informed and she declined. Concurrent conditions included dysuria since (B)(6) 2012, hypertension since (B)(6) 2013, premenopausal menorrhagia since (B)(6) 2013, perineal pain since (B)(6) 2016, leiomyoma nos since (B)(6) 2016, cervicitis since (B)(6) 2018, ovarian cyst since (B)(6) 2018, abdominal pain since (B)(6) 2016, uterine fibroid since (B)(6) 2018, pelvic congestion since (B)(6) 2018, endometriosis externa since (B)(6) 2018, fibromyalgia, allergic reaction to antibiotics, penicillin allergy and menometrorrhagia. In 2012, the patient experienced alopecia ("hair loss."). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection / uti became more frequent"), depression ("depression, I have tried to bury that I lost my female parts. Since my hysterectomy there has been no desire or any sexual intercourse at all"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and pollakiuria ("frequent urination"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse") and amnesia ("memory loss,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), nausea ("nausea"), dental caries ("tooth decay"), allergy to metals ("nickel allergy"), cyst ("cyst"), endometriosis ("endometriosis"), abdominal distension ("enlarged abdomen"), heart rate irregular ("irregular heart beats"), neoplasm ("tumor"), uterine enlargement ("uterus larger than normal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem or changes"), vomiting ("vomiting"), malaise ("feeling sick all the time") and tooth fracture ("teeth crack or break"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, arterial rupture, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, nausea, dental caries, amnesia, allergy to metals, fatigue, weight increased, cyst, endometriosis, alopecia, heart rate irregular, neoplasm, bladder disorder, urinary tract disorder, vomiting, malaise, pollakiuria and tooth fracture outcome was unknown, the urinary tract infection, depression, abdominal distension and uterine enlargement had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arterial rupture, bladder disorder, cyst, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate irregular, malaise, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pollakiuria, tooth fracture, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.92 kgs. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- depression, dysmenorrhea, fibromyalgia, menorrhagia, urinary tract infection, pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe pain"), genital haemorrhage ("large blood clots") and arterial rupture ("ruptured artery") in a female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uti, depression and heart murmur. The patient was consulted surgical management with endometrial ablation and she declined. Mirena and lysteda and ocp¿s were also informed and she declined. Concurrent conditions included dysuria since (B)(6) 2012, hypertension since (B)(6) 2013, premenopausal menorrhagia since (B)(6) 2013, perineal pain since (B)(6) 2016, leiomyoma nos since (B)(6) 2016, cervicitis since (B)(6) 2018, ovarian cyst since (B)(6) 2018, abdominal pain since (B)(6) 2016, uterine fibroid since (B)(6) 2018, pelvic congestion since (B)(6) 2018, endometriosis externa since (B)(6) 2018, fibromyalgia, allergic reaction to antibiotics, penicillin allergy and menometrorrhagia. In 2012, the patient experienced alopecia ("hair loss."). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection / uti became more frequent"), depression ("depression, I have tried to bury that I lost my female parts. Since my hysterectomy there has been no desire or any sexual intercourse at all"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), weight increased ("weight gain") and pollakiuria ("frequent urination"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse") and amnesia ("memory loss,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arterial rupture (seriousness criterion medically significant), nausea ("nausea"), dental caries ("tooth decay"), allergy to metals ("nickel allergy"), cyst ("cyst"), endometriosis ("endometriosis"), abdominal distension ("enlarged abdomen"), heart rate irregular ("irregular heart beats"), neoplasm ("tumor"), uterine enlargement ("uterus larger than normal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem or changes"), vomiting ("vomiting"), malaise ("feeling sick all the time") and tooth fracture ("teeth crack or break"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, arterial rupture, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, nausea, dental caries, amnesia, allergy to metals, fatigue, weight increased, cyst, endometriosis, alopecia, heart rate irregular, neoplasm, bladder disorder, urinary tract disorder, vomiting, malaise, pollakiuria and tooth fracture outcome was unknown, the urinary tract infection, depression, abdominal distension and uterine enlargement had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arterial rupture, bladder disorder, cyst, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate irregular, malaise, menorrhagia, migraine, nausea, neoplasm, pelvic pain, pollakiuria, tooth fracture, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.92 kgs. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- depression, dysmenorrhea, fibromyalgia, menorrhagia, urinary tract infection, pelvic pain" . Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Eventsl: urinary frequency, tooth crack were added. Concomitant disease, historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe pain"), genital haemorrhage ("large blood clots") and arterial rupture ("ruptured artery") in a female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibromyalgia, uti and depression. The patient was consulted surgical management with endometrial ablation and she declined. Mirena and lysteda and ocp¿s were also informed and she declined. Concurrent conditions included dysuria since 2012, hypertension since 2013, premenopausal menorrhagia since 2013, perineal pain since(B)(6) 2016, leiomyoma nos since (B)(6)2016, cervicitis since (B)(6) 2018, ovarian cyst since (B)(6) 2018, abdominal pain since (B)(6)2016, uterine fibroid since (B)(6) 2018, pelvic congestion since (B)(6) 2018, endometriosis externa since (B)(6) 2018, allergic reaction to antibiotics, penicillin allergy and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection / uti became more frequent"), depression ("depression, I have tried to bury that I lost my female parts. Since my hysterectomy there has been no desire or any sexual intercourse at all"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dental caries ("tooth decay"), amnesia ("memory loss,"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain"), cyst ("cyst"), endometriosis ("endometriosis"), alopecia ("hair loss."), abdominal distension ("enlarged abdomen"), heart rate irregular ("irregular heart beats"), arterial rupture (seriousness criterion medically significant), neoplasm ("tumor"), uterine enlargement ("uterus larger than normal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem or changes"), vomiting ("vomiting") and malaise ("feeling sick all the time"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, dental caries, amnesia, allergy to metals, fatigue, weight increased, cyst, endometriosis, alopecia, heart rate irregular, arterial rupture, neoplasm, bladder disorder, urinary tract disorder, vomiting and malaise outcome was unknown, the urinary tract infection, depression, abdominal distension and uterine enlargement had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arterial rupture, bladder disorder, cyst, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate irregular, malaise, menorrhagia, migraine, nausea, neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78.92 kgs. Hysterosalpingogram - on (B)(6) 2013: bilateral fallopian tube occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- depression, dysmenorrhea, fibromyalgia, menorrhagia, urinary tract infection, pelvic pain" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "vaginal haemorrhage, menorrhagia, urinary tract infection, depression, fibromyalgia, migraine, headache, nausea, amnesia, allergy to metals, fatigue, weight increased, cyst, endometriosis, menstrual disorder, alopecia, abdominal distension,irregular heart beats, ruptured artery, tumor, uterus larger than normal, bladder problems, urinary problem or changes, vomiting, feeling sick all the time, tooth decay " reporter, lot number added from pfs. Concomitant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain') and device expulsion ('a small part that comes from fallopian tube into uterus') in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, depression and heart murmur. The patient was consulted surgical management with endometrial ablation and she declined. Mirena and lysteda and ocp¿s were also informed and she declined. Concurrent conditions included cervicitis since (B)(6) 2018, ovarian cyst since (B)(6) 2018, uterine fibroid since (B)(6) 2018, pelvic congestion since (B)(6) 2018, endometriosis externa since (B)(6) 2018, leiomyoma nos since (B)(6) 2016, abdominal pain since (B)(6) 2016, perineal pain since (B)(6) 2016, hypertension since (B)(6) 2013, premenopausal menorrhagia since (B)(6) 2013, dysuria since (B)(6) 2012, fibromyalgia, allergic reaction to antibiotics, penicillin allergy and menometrorrhagia. In 2012, the patient experienced alopecia ("hair loss."). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection / uti became more frequent"), depression ("depression, I have tried to bury that I lost my female parts. Since my hysterectomy there has been no desire or any sexual intercourse at all"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse") and amnesia ("memory loss,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("large blood clots"), arterial rupture ("ruptured artery"), nausea ("nausea"), dental caries ("tooth decay"), allergy to metals ("nickel allergy"), cyst ("cyst"), endometriosis ("endometriosis"), abdominal distension ("enlarged abdomen"), uterine enlargement ("uterus larger than normal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem or changes"), vomiting ("vomiting"), malaise ("feeling sick all the time"), tooth fracture ("teeth crack or break"), peripheral swelling ("swelling toe "), hot flush ("hot flashes"), ear pain ("earache") and oropharyngeal pain ("sore thoart"), was found to have heart rate irregular ("irregular heart beats") and neoplasm ("tumor") and underwent oophorectomy ("oophorectomy"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, arterial rupture, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, nausea, dental caries, amnesia, allergy to metals, fatigue, weight increased, cyst, endometriosis, alopecia, heart rate irregular, neoplasm, bladder disorder, urinary tract disorder, vomiting, malaise, pollakiuria, tooth fracture, peripheral swelling, hot flush, ear pain, oropharyngeal pain and oophorectomy outcome was unknown, the urinary tract infection, depression, abdominal distension and uterine enlargement had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arterial rupture, bladder disorder, cyst, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, ear pain, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate irregular, hot flush, malaise, menorrhagia, migraine, nausea, neoplasm, oophorectomy, oropharyngeal pain, pelvic pain, peripheral swelling, pollakiuria, tooth fracture, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- depression, dysmenorrhea, fibromyalgia, menorrhagia, urinary tract infection, pelvic pain" concerning the injuries reported in this case, the following one/ones were described in patient¿s social media swelling toe,hot flashes, earache,sore throat and small part that comes from fallopian tube into uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received-new event oophorectomy was added. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain') and device expulsion ('a small part that comes from fallopian tube into uterus') in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, depression and heart murmur. The patient was consulted surgical management with endometrial ablation and she declined. Mirena and lysteda and ocp¿s were also informed and she declined. Concurrent conditions included cervicitis since (B)(6) 2018, ovarian cyst since (B)(6) 2018, uterine fibroid since (B)(6) 2018, pelvic congestion since (B)(6) 2018, endometriosis externa since (B)(6) 2018, leiomyoma nos since (B)(6) 2016, abdominal pain since (B)(6) 2016, perineal pain since (B)(6) 2016, hypertension since (B)(6) 2013, premenopausal menorrhagia since (B)(6) 2013, dysuria since (B)(6) 2012, fibromyalgia, allergic reaction to antibiotics, penicillin allergy and menometrorrhagia. In 2012, the patient experienced alopecia ("hair loss."). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection / uti became more frequent"), depression ("depression, I have tried to bury that I lost my female parts. Since my hysterectomy there has been no desire or any sexual intercourse at all"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse") and amnesia ("memory loss,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("large blood clots"), arterial rupture ("ruptured artery"), nausea ("nausea"), dental caries ("tooth decay"), allergy to metals ("nickel allergy"), cyst ("cyst"), endometriosis ("endometriosis"), abdominal distension ("enlarged abdomen"), uterine enlargement ("uterus larger than normal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem or changes"), vomiting ("vomiting"), malaise ("feeling sick all the time"), tooth fracture ("teeth crack or break"), peripheral swelling ("swelling toe "), hot flush ("hot flashes"), ear pain ("earache") and oropharyngeal pain ("sore throat") and was found to have heart rate irregular ("irregular heart beats") and neoplasm ("tumor"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, arterial rupture, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, nausea, dental caries, amnesia, allergy to metals, fatigue, weight increased, cyst, endometriosis, alopecia, heart rate irregular, neoplasm, bladder disorder, urinary tract disorder, vomiting, malaise, pollakiuria, tooth fracture, peripheral swelling, hot flush, ear pain and oropharyngeal pain outcome was unknown, the urinary tract infection, depression, abdominal distension and uterine enlargement had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arterial rupture, bladder disorder, cyst, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, ear pain, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate irregular, hot flush, malaise, menorrhagia, migraine, nausea, neoplasm, oropharyngeal pain, pelvic pain, peripheral swelling, pollakiuria, tooth fracture, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tube occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- depression, dysmenorrhea, fibromyalgia, menorrhagia, urinary tract infection, pelvic pain" concerning the injuries reported in this case, the following one/ones were described in patient¿s social media swelling toe,hot flashes, earache,sore throat and small part that comes from fallopian tube into uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pain') and device expulsion ('a small part that comes from fallopian tube into uterus') in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, depression and heart murmur. The patient was consulted surgical management with endometrial ablation and she declined. Mirena and lysteda and ocp¿s were also informed and she declined. Concurrent conditions included cervicitis since (B)(6) 2018, ovarian cyst since (B)(6) 2018, uterine fibroid since (B)(6) 2018, pelvic congestion since (B)(6) 2018, endometriosis externa since (B)(6) 2018, leiomyoma nos since (B)(6) 2016, abdominal pain since (B)(6) 2016, perineal pain since (B)(6) 2016, hypertension since (B)(6) 2013, premenopausal menorrhagia since (B)(6) 2013, dysuria since (B)(6) 2012, fibromyalgia, allergic reaction to antibiotics, penicillin allergy and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss."). In 2013, the patient experienced menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), urinary tract infection ("urinary tract infection / uti became more frequent"), depression ("depression, I have tried to bury that I lost my female parts. Since my hysterectomy there has been no desire or any sexual intercourse at all"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and pollakiuria ("frequent urination") and was found to have weight increased ("weight gain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), dyspareunia ("painful intercourse") and amnesia ("memory loss,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("large blood clots"), arterial rupture ("ruptured artery"), nausea ("nausea"), dental caries ("tooth decay"), allergy to metals ("nickel allergy"), cyst ("cyst"), endometriosis ("endometriosis"), abdominal distension ("enlarged abdomen"), uterine enlargement ("uterus larger than normal"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problem or changes"), vomiting ("vomiting"), malaise ("feeling sick all the time"), tooth fracture ("teeth crack or break"), peripheral swelling ("swelling toe "), hot flush ("hot flashes"), ear pain ("earache") and oropharyngeal pain ("sore thoart") and was found to have heart rate irregular ("irregular heart beats") and neoplasm ("tumor"). The patient was treated with surgery (surgery to remove the essure implant / hysterectomy with bilateral salpingectomy). Essure was removed on 28-mar-2016. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, arterial rupture, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, migraine, headache, nausea, dental caries, amnesia, allergy to metals, fatigue, weight increased, cyst, endometriosis, alopecia, heart rate irregular, neoplasm, bladder disorder, urinary tract disorder, vomiting, malaise, pollakiuria, tooth fracture, peripheral swelling, hot flush, ear pain and oropharyngeal pain outcome was unknown, the urinary tract infection, depression, abdominal distension and uterine enlargement had resolved and the fibromyalgia had not resolved. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, arterial rupture, bladder disorder, cyst, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, ear pain, endometriosis, fatigue, fibromyalgia, genital haemorrhage, headache, heart rate irregular, hot flush, malaise, menorrhagia, migraine, nausea, neoplasm, oropharyngeal pain, pelvic pain, peripheral swelling, pollakiuria, tooth fracture, urinary tract disorder, urinary tract infection, uterine enlargement, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: bilateral fallopian tube occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; confirming- depression, dysmenorrhea, fibromyalgia, menorrhagia, urinary tract infection, pelvic pain concerning the injuries reported in this case, the following one/ones were described in patient¿s social media swelling toe,hot flashes, earache,sore throat and small part that comes from fallopian tube into uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Event:swelling toe,hot flashes, earache,sore throat and small part that comes from fallopian tube into uterus were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), menorrhagia ("heavy prolonged periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.